Manufacturer narrative:
The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed that the pebax had a hole and foreign reddish material was observed inside. A screening test was performed, and the device was visualized and recognized correctly; however, the force vector was observed inverted and hi force was displayed, since the sensor values were found within specifications, this issue could be related to the reddish material inside the pebax. However, the root cause of the damage could not be determined, but it was concluded that it occurred outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device 30662393l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that at the end of the case, when the physician was finishing up ablating, the carto 3 system displayed a high force indication. To troubleshoot, the catheter was repeatedly re-zeroed and the cable was replaced but the issue persisted. The catheter was replaced, and the issue was resolved, and the case was completed. The caller noted that there was blood in the spring chamber near the tip of the catheter. The carto 3 system was operating per specifications and is not responsible for the product complaint. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The issue of foreign material inside the pebax - no external damage was assessed as not MDR reportable. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the pebax had a hole and foreign reddish material was observed inside. The hole in the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(4) 2022.